Event description:
The dealer states that the rear wheel fell off while the chair was on a lift. No one was in the chair and no one was injured. The dealer replaced the axles and axle plates to fix the chair.